Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted low anterior resection (ralar), the clip applier was able to be used, but the clips would get stuck even when it was squeezed. Even after it was managed to remove the stuck clips, the clip would get stuck again. To resolve the issue, it dealt with ligation without a clip. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received fully fired with no clips remaining within the tube shaft. The instrument jaws were open. The handle was in the firing position. No abnormalities were observed. Functional testing noted that the instrument was not engaged in the end of firing safety interlock. The handle was squeezed but the interlock would not engage. The handle was released to apply instrument to test media but the handle returned to the home position. An unformed clip was in the jaws and when cycled the instrument a second time the unformed clip in the jaws fell out of the jaws unformed as the next clip was loaded. The ratchet system was not functioning properly and allowing the handle to return to the home position. Further analysis noted that the instrument was dismantled, and it was noticed that all components were present and correct. The trip lever and pusher bar, lockout and follower were found in its correct position and no damage or broken parts were observed in the additional cartridge and gun components. It was reported that the interlock was not engaging. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that clips were not loading properly. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the counter less device will have three blue clips to serve as a visual indicator that the user is approaching the end of the clip stack. When the first blue clip is seen, there are two additional clips remaining in the device. A safety interlock feature will prevent the handle from being squeezed and the empty jaw from closing once the last three clips have been fired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.